Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed processor board. Unrelated to the reported complaint, damage on the bottom enclosure was noted upon visual inspection, likely attributed to user mishandling. The bottom enclosure will be replaced to address the observed physical damage. The archive data indicated system error 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering up, confirming the reported complaint. The processor board will be replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(4).

Event description:
The customer reported that the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message during the resuscitation attempt, and the customer could not resolve the error. No additional information was given. However, patient care was not affected.